Event description:
It was reported that the pulse generator went into back-up after attempting to update the firmware. The device was still in the box and there was no immediate plan to implant it. Device download was performed successfully and the device was restored from the back-up mode.